Event description:
The recipient reportedly experienced a displaced magnet following an MRI. On (B)(6) 2026, the recipient's magnet was successfully surgically replaced. The recipient was able to reattach the external sound processor to the cochlear implant; however, the fit was not optimal, and the recipient reported poor sound quality.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient reported fatigue and will not be activated at this time. However, the recipient has healed and is wearing the device. No further details were provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.